Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did receive a low battery alert prior to the replace battery alarm. Customer stated that insulin delivery was suspended due to low battery power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.